Manufacturer narrative:
An event of pericardial effusion was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications and force measurements were displayed throughout the procedure. Force measurements were recorded during manipulation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported cardiac perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3008452825-2017-00232; 3008452825-2017-00233. During an atrial fibrillation ablation procedure, a cardiac perforation occurred. During geometry creation in the left atrium, the patient became hypotensive and agitated. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.